Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through hard density tissue, the needle was allegedly bent. It was further reported that the tissue collection failed, and tissue tear was allegedly felt. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one mission disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was returned in primed configuration with the cannula at the 20mm position and the sample notch was not exposed. The device was engaged to reveal the sample notch. The sample notch was found to be bent backwards when positioned on a flat surface. No other visual anomalies were noted to the device. Further functional testing was not performed, due to the nature of complaint. Therefore, the investigation is confirmed for the reported bent needle issue as the sample notch was found to be bent. And, the investigation is inconclusive for the reported difficult to remove issue as the condition of use cannot be replicated in the laboratory. And the investigation is inconclusive for the reported device misassembled during manufacturing /shipping issue as we do not have evidence of how the needle protector was placed on the device. A definitive root cause for the alleged bent needle, difficult to remove and device misassembled during manufacturing /shipping issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 06/2025), g3, h6 (device, method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through hard density tissue, the needle was allegedly bent. It was further reported that the tissue collection failed, and tissue tear was allegedly felt. Reportedly, the needle guard protector was not in place upon opening the package. There was no reported patient injury.